Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad buttons abc1 not working was verified. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad buttons abc1 not working. There was no patient involvement associated with this event. No additional information is available.